Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their sensors not communicating information and the device alarmed lost sensor. Customer states that they charged the sensor fully and continue to receive the error alarm. During troubleshooting, customer was asked if the device sensor was flat against their skin. Customer stated it was. Next, customer was asked to attach the sensor to the charger. Customer stated the device flashed red and that they have never changed the battery before. Afterwards, customer was advised to reinsert device. Customer states device iis alarming. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 211 mg/dl at time of reporting. Nothing further reported.